Manufacturer narrative:
Product analysis:it was determined at analysis that there was a low voltage backup battery alarm and that the device automatically shut down at 6.5 volts. The mother driver board needed to be replaced. The customer did not accept the repair cost quote and the device was therefore returned to them unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.